Event description:
6 days after the iab was inserted, the pump gegan experiencing helium loss alarms, and blood was seen in the helium tubing. Because of this, the iab was removed and replaced. There were no associated pt complications.